Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. A stent had been previously deployed in the proximal to ostium right coronary artery (rca). The 85% stenosed, de novo target lesion was located in the severely tortuous and severely calcified distal rca. Following pre-dilatation, a 3.00 x 24 synergy drug-eluting stent was being inserted through a non-bsc guide extension catheter when big resistance was encountered. When the physician tried to remove the device, the stent was dislodged from the delivery system at the proximal rca. Snaring attempts failed so the dislodged stent was crushed to the vessel wall with a balloon. Another stent was deployed at the distal rca and the procedure was completed. No further patient complications were reported and the patient condition was good.